Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that when attempting to power on their device it locked up at the boot up screen and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer, a biomedical engineer contacted physio-control to report that when attempting to power on their device it locked up at the boot up screen and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and was able to duplicate the reported issue. Physio replaced the user interface pcb assembly and system controller pcb assembly, which resolved the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.